Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to malposition of the tibial component. Update from sales rep on 10/07/2015: the patella was replaced because the pegs had broken off and the patella was not attached to anything. We used a ts universal baseplate with a stem, a stem was not revised. It was a primary well fixed triathlon baseplate that was removed.

Manufacturer narrative:
An event regarding alleged malposition involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause be determined due to insufficient provision of information. Further information such as: product return, pre- and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised due to malposition of the tibial component. Update from sales rep on 10/07/2015: the patella was replaced because the pegs had broken off and the patella was not attached to anything. We used a ts universal baseplate with a stem, a stem was not revised. It was a primary well fixed triathlon baseplate that was removed.